Manufacturer narrative:
(B)(4). Pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected low battery alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. History download was successful using thus upload was successful. Alarm (B)(6) 2021 12:15:10. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had low battery lifetime. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.